Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was achieved using a starclose se device with a 6f sheath after an unspecified procedure. Reportedly, all deployment steps were performed without issue; however, after the clip was deployed, the vessel locator wings did not retract. The safety release was used to remove the device without issue. The starclose se clip achieved hemostasis. Upon removal it was noticed that two of the wings were straight, detached on one side. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported broken vessel locator wing was confirmed. The vessel locator wing retraction issue was confirmed based on the returned device condition. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.